Event description:
I used an icy hot heat therapy on my back. I have used these before with no problems. About 6 hours later I took it off and my back really hurt when I touched it. My husband said it was burned, with a huge blister. I should have gone to the dr but I didn't and I will have a scar. I called the dr and they suggested neosporin. It took almost a month to heal.